Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, the presenting egm showed myopotential oversensing noise on the right atrial (ra) and right ventricular (rv) lead channels. Ts provided programming and lead revision recommendations. It was noted that the ra lead is a non-(B)(6) lead. No adverse patient effects were reported. The non-(B)(6) ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).